Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited lateral noise in the entire endoscope image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d5. Additional information added to field d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 (eight) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: -the electric connection with the system has been defective due to dust, stains and foreign material adhered to the electric contacts of the video connector and the insufficient connection status. -the electric connect section has been defective, by accumulation of electric loads, due to energization to electric circuit board including internal electric parts, mounted in the video connector in the scope by accidental application of static electricity, or by overcurrent due to attaching or detaching the device while the power is on the system, further the image signal output was adversely affected and became unstable, being defect in image. -the application of overcurrent was caused by attaching or detaching the device while the power is on the system, overcurrent from the other devices or electric wirings, or dust or moisture adhered to the electric contacts between the system and the video connector. The event can be detected and/or prevented by following the instructions for use which state: -manual operation, chapter 3 "preparation and inspection", 3.8 "inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.